Manufacturer narrative:
Based on the claim against the product by the customer noting dislodged grip tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint regarding dislodged grip tip was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was installed and removed from the in-house system arm on multiple attempts with no issues. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the device logs for the force bipolar (part# 471405-06 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. The probable root cause of dislodged grip tip cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the force bipolar found no product issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had dislodged wrist and became trapped in the cannula. The instrument was removed with the cannula. The customer separated the instrument from the cannula outside of the patient. A backup fenestrated bipolar forceps was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: inspection of the instrument was not performed prior to use but there was no issue with the instrument since the beginning of the surgery. The surgeon was trying to move the uterus in order to secure the surgical field. The reported issue was found during normal following mode. The jaws of the instrument were not stuck on tissue. There was no adverse effect to the grasped tissue and no unexpected tissue removal. The instrument was not in strong grip mode at the time of the event. There were some contact between instruments during use, but it was unclear for further detail.